Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 15.5 cm distal to the df4 connector pin. The proximal fragment was received for analysis. The distal fragment including the rv shock coil and lead tip was not returned. The inspection showed that the df4 connector was found bent and damaged, which most likely resulted from the extraction procedure when removing it from the ICD header due to severe mechanical stress. However, a thorough analysis of the returned lead fragment did not show deviations which might have led to the reported oversensing in the ventricular channel. The insulation was, apart from the present cut, free of breaches. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted 48 months after the implantation due to oversensing. During the explant procedure a damaged df4 connector was noted. Should additional information be received, this file will be updated.